Event description:
The customer reported that they will not able to upload guardian on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer wa advised to go back to hospital to apply to new one. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.